Event description:
The facility reported an infusion pump that "turns on and off". Info was not provided regarding whether or not the device was in pt use when the reported event occurred. The hospital representative stated they have no record of any pt incident incident involving the pump since the last baxter service event and no pt injury has been reported. No additional contact info was available.